Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The device was evaluated by a carefusion field service representative (fsr). The fsr found the peep (peak end expiratory pressure) to be 2.5 cm h2o when set at 5 cm h2o. The exhalation valve and transducers were calibrated. An ovp (operation verification procedure) and a uvt (user verification test) was run. The unit passed all calibrations and tests per product specifications. The unit was run for several hours and everything works properly.

Event description:
The customer reported that this vela ventilator was in CPAP (continuous positive airway pressure) mode and not delivering the correct pressures. It was stated that at one point no flow was being delivered. Alarms were present. The unit was on being used on a patient during this reported event. When this reported event occurred, the unit was removed from the patient and alternate ventilation was provided by a known good unit. The customer stated that there was no harm done to the patient.